Event description:
It was reported the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised for unknown reasons. Cup, liner, stem, and head were explanted. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: 010000703 g7 bonemaster ltd acet shl 52e 7226138. 010000857 g7 neutral e1 liner 36mm e 6690172. 11-363663 36mm cocr mod hd +3mm 553320. G2: foreign: australia . Proposed component code: mechanical (g04)-stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10. Visual examination of the provided pictures identified the explanted head, liner, shell, and stem all covered in bio-debris. The liner and shell are still assembled, with significant debris within the porous surface. There is also debris in the porous of the stem. Dark discoloration was noted to the stem trunnion and the head taper. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.